Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer was not properly removing residual air from the cartridge and was intermittently using cold insulin. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.